Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the scale was not accurate and the thickness of the skin graft was not accurate as well. Thus, uneven skin was removed. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the scale was not accurate and the thickness of the skin graft was not accurate as well. On (B)(6) 2017, it was clarified that the issue occurred during surgery, wherein uneven skin was removed. There was no patient or operator harm/injury associated with the report and no impact/damage to the graft harvest was reported. The surgery was completed using an alternate device without delay. The surgical technique for the product was utilized and no medical intervention/additional surgical procedure was required in the event. The blade was placed properly for use, the derma carrier was at room temperature when used and the device had not been repaired by someone other than zimmer biomet. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. (B)(4) has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in (B)(6). Initial qa inspection of the electric dermatome by (B)(4) on (B)(6) 2017 revealed that the motor was running within specification at 5,860 rpm. The control lever torque testing was not performed. The device was out of calibration at all four settings. Repair of the electric dermatome was performed by (B)(4) on (B)(6) 2017 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, ball bearing, needle bearing and spindle. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device was out of calibration at all four settings. The root cause of the scale and the thickness of the graft not being accurate were due to the device being out of calibration at all four settings. The issue was resolved with the replaced vespel sleeve bearings, semi-circle bearings, screws, ball bearing, needle bearing and spindle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4) was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected.